Manufacturer narrative:
An urgent medical device correction letter will be distributed to all affected customers by march 18, 2010, with a description of the anomaly and user corrective action steps. The letter will also be distributed to the permedics sales organizations, informing them of the issue. A mandatory upgrade will be provided by may 19, 2010, at no charge. In the meantime, the following recommendations are provided; invalid characters in patient ID error, it is recommended that the users do not create patient ID's that contain characters other than letters or numbers.

Event description:
Anomaly, invalid characters in patient ID error: currently, odyssey considers a valid ID to be comprised of numbers and/or letters. If a patient ID in a study contains a character other than a letter or number (including spaces), odyssey removes the invalid character when moving it to a patient folder. Due to this, it is possible that two different patient studies could be listed within odyssey for one patient.